Manufacturer narrative:
Manufacturing evaluation: a sample was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all granuflo dry acid concentrate products shipped to this account within the selected time frame. A records review was performed on the 4 lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. Additionally, the packaging components and raw chemicals used in the manufacture of the identified dry acid concentrate lots were reviewed for potential supplier non-conformance and internal exception reports that could have contributed to the complaint event. No issues were identified with any raw materials and/or packaging components. All raw materials and packaging components met incoming inspection requirements per required qcp/ip/pk and were deemed acceptable for use in production. A definitive conclusion regarding the involvement of the concentrate product could not be reached without a physical analysis of the dialysate used during the reported event. A retrospective review of the batch production records (bpr) for finished product, delivered to the client, during the specified time frame, failed to identify any non-conformances and/or abnormalities during production that could have caused or contributed to the reported event. Therefore, no evidence of a manufacturing problem exists to substantiate a causal relationship between the concentrate product and the reported event. Granuflo® naturalyte dry acid concentrate is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample. Clinical investigation: the patient medical records were provided by the facility on (B)(6) 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. Medical records support staff attempted to challenge patient to remove fluid below estimated dry weight at times, without success. Medical records do not contain hemodialysis treatment sheets for this event. Medical records reveal no infectious process occurred. Medical records reveal patient was in fluid overload following hemodialysis treatment. No malfunction was reported. There is no documentation in the medical record that indicates a causal relationship between the concentrates and the patient¿s fluid overload. Medical records indicate patient was dialyzed, and then developed a fever of unknown origin not related to the hemodialysis treatment. The fever was not treated. Medical records reveal the patient is not always aggressively dialyzed to get patient below estimated dry weight (edw).

Manufacturer narrative:
(B)(4). According to follow up with the registered nurse (rn), this event was not as a result of a product issue. It is a patient issue. The rn reported the patient cannot remove more than 2.5kg per treatment without experiencing severe cramping. As a result, the patient asks to stop additional fluid removal so does not remove all her fluid during treatment. This fluid which is not removed is added to between treatments via the patient¿s fluid intake. When this happens, they have to try to remove more fluid during the next treatment which leads to cramping and the same scenario for subsequent treatments. According to the rn, the patient has experienced cramping and other symptoms such as: shortness of breath due to this issue. The device was not available for investigation nor was the serial number known. The post market surveillance department is in the process of reviewing medical records and the plant investigation is in progress. A supplemental MDR will be submitted with additional relevant information. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
During medical record review for an unrelated event, it was learned the patient experienced shortness of breath and fever of 100.4 during her hemodialysis treatment. The patient was discharged after her treatment and went to the emergency room. The patient was admitted to the hospital (B)(6) 2014 and discharged on (B)(6) 2014. The patient received a hemodialysis treatment during the admission; however, she remained afebrile with no elevation in white blood cells counts during this hospitalization. According to medical records, the patient developed a temperature of 100.4(f) after treatment. One set of blood cultures was drawn on (B)(6) 2014. The patient stated she would be going to the emergency room after treatment. On (B)(6) 2014 the blood culture results revealed no aerobic or anaerobic growth after 5 days incubation. There was no allegation of device malfunction associated with this event. Machine model and serial number was not given. No catalog/lot/sample is available.